Manufacturer narrative:
(B)(4).

Event description:
It was reported that varying capture thresholds to loss of capture was observed with pocket manipulation. The lead was previously diagnostically imaged and externalized conductors were observed. The lead was explanted. There were no complications for the patient.